Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted that the implantable cardiac monitor (icm) unable to be interrogated. The technician suspects that the issue of failure to interrogate was due to the icm at end of life (eol). No changes or interventions were reported. The patient was in stable condition.